Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that more than a third have been in unusable condition, as they were incorrectly assembled. On (B)(6) 2022 it was confirmed the issues were found prior to use. Based on photos provided, the vacuum control is detached from the catheter tubing.

Manufacturer narrative:
The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of lot 21c039fhx. Two photos were provided for evaluation. Based on the photos, the vacuum control is detached from the catheter tubing. One (1) opened, unused sample was also returned for analysis. A visual inspection of the returned sample was able to confirm the reported issue. The exact root cause could not be determined based on the available information. As an initial action, inspection levels have been tightened. A corrective and preventive action has also been initiated to further investigate this issue.